Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient could not access her device, she also received a data lost message/por. No external factors were listed. On (B)(6) 2021 - clinical therapy password was reset, the system was interrogated. Por was received and after the correct serial number was selected the system functioned perfectly. All the data was still on the system and I could do impedance and assist with programming and education. Reports were down loaded. The issue was resolved. No symptoms were reported. The rep further reported the patient is comfortable and she can feel her stimulation. They were not sure what caused the issue. They thought the patient pressed forgot password. They did receive a f9yuu4 code but this was already on the (B)(6). It expired in 24 hours.